Event description:
It was reported that during a pci procedure involving a calcified, 95% stenotic lesion located in the mid right coronary artery (rca), the quantum maverick monorail balloon ruptured at 14 atms on the initial inflation. The balloon was being used to post dilate a stent. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 8715559 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.